Manufacturer narrative:
G5:510(k)#: k102985. B4:14jul2021. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse recalibrated the touchscreen to resolve the reported issue. No parts were replaced. The device passed required performance verification tests per philips standards and was put back into service.

Event description:
The customer called into technical support (ts) reporting that the device¿s screen is faulty. The customer reported there was no patient involvement at the time the issue was discovered.